Event description:
Customer reported that a set leaked and appeared to have no solvent at the point "where the saline and blood tubing connect to the chamber". The unit of blood was spiked and hanging. The nurse walked away a few feet and when she came back noted blood dripping on the floor. No other pt or event info is available.

Manufacturer narrative:
(B)(4). Although requested, the set has not been received for investigation. A f/u report will be submitted once the set has been received and an investigation has been completed.